Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A part of the neck of the abg shaft broke apart.

Manufacturer narrative:
An event regarding a crack/fracture involving an abgii modular stem was reported. A mar confirmed that the neck had fractured following disassociation of the head and stem. Method & results: device evaluation and results: a mar concluded. "Damage consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock was observed on the stem and head. The neck fractured in fatigue. The wear mechanism observed likely aided in the neck fracture. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined" medical records received and evaluation: not performed as no medical records were received for evaluation with a clinical consultant. Device history review: not performed the device was not properly identified. Complaint history review: not performed the device was not properly identified. Conclusions: based on the information provided a mar concluded that "damage consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock was observed on the stem and head. The neck fractured in fatigue. The wear mechanism observed likely aided in the neck fracture. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined". No further investigation is possible at this time. If devices details and / or additional information become available, this investigation will be reopened.

Event description:
A part of the neck of the abg shaft broke apart.